Manufacturer narrative:
(B)(4). Customer completed call script and was able to provide the additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a flo-gard infusion pump which stopped infusing and interrupted an infusion of antibiotics during patient therapy. This condition was discovered approximately 30 minutes after the infusion was started, when a nurse entered the patient's room and noticed blood had backed up into the tubing. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review cannot be performed as the customer did not provide the serial number of the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition cannot be confirmed. Should the device and/or additional information be received, a follow-up medwatch will be submitted.